Manufacturer narrative:
No product was returned for evaluation nor were radiographs provided. Review of production records did not indicate any issue related to manufacturing that may have contributed to the event. The cause of the event could not be established with the information available to the manufacturer.

Event description:
During six-week post-op follow-up after the original surgery l5-s1, the surgeon identified that one of two implanted cages had migrated into the canal. The patient also reported pain. The surgeon performed a revision surgery to explant the cage. It is unknown which of the two implanted cages is related to the reported incident. Therefore, both the devices are being reported (device 1 of 2).